Manufacturer narrative:
A return request was made for the this product. However, as of today it has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the explant of this cardiac resynchronization therapy defibrillator (crt-d), as the elective replacement indicator had been reached, the header became loose with the utilization of forceps traction. No allegation of product deficiency was made or implied. No adverse patient effects were reported.